Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. Per the information received, the device was not used on a patient since it was observed to have a defect prior to use. The device was not used for treatment or diagnosis, and no further complaints were reported for the device. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on (B)(4) 2014.

Manufacturer narrative:
Additional information was received on 08/11/2015. Third party MFR reviewed the routers used to manufacture lot #12vm471622 and no deviations or discrepancies were noted. It was determined the lot was manufactured without incident. The retained samples for this lot were inspected and were found to be functional and non-defective. No previous investigations are available. After a thorough batch review no discrepancies or non-conformances were discovered. There is not enough information to conclude the product did not meet specification and perform as intended. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No further actions are required and the complaint will be closed. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Reported to the FDA on 08/12/2015.

Event description:
It is reported the product is impossible to use due to an irrigation port defect.